Event description:
It was reported that the assembly grid on the 9800 system located on the front of I. I was in danger of falling off. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The assembly grid was glued back into place during the service call. The system was found to be working as intended and put back into service.